Event description:
It was reported that the shaft break occurred. A 1.50 mm x 12 mm emerge balloon was selected for percutaneous coronary intervention (pci). While inserting the emerge balloon into the mach1 guide catheter and attempting to advance it into the patient, the balloon shaft broke. Fortunately, the balloon remained within the guide catheter, allowing for complete retrieval of the system. The guide catheter was removed intact along with the balloon and its broken thread. The procedure was successfully completed with another device. There was no patient complications reported.

Event description:
It was reported that the shaft break occurred. A 1.50mm x 12mm emerge balloon was selected for percutaneous coronary intervention (pci). While inserting the emerge balloon into the mach1 guide catheter and attempting to advance it into the patient, the balloon shaft broke. Fortunately, the balloon remained within the guide catheter, allowing for complete retrieval of the system. The guide catheter was removed intact along with the balloon and its broken thread. The procedure was successfully completed with another device. There was no patient complications reported. It was further reported that the emerge balloon was inside the patient's body, though still contained within the guide catheter.

Event description:
It was reported that the shaft break occurred. A 1.50mm x 12mm emerge balloon was selected for percutaneous coronary intervention (pci). While inserting the emerge balloon into the mach1 guide catheter and attempting to advance it into the patient, the balloon shaft broke. Fortunately, the balloon remained within the guide catheter, allowing for complete retrieval of the system. The guide catheter was removed intact along with the balloon and its broken thread. The procedure was successfully completed with another device. There was no patient complications reported. It was further reported that the emerge balloon was inside the patient's body, though still contained within the guide catheter.

Manufacturer narrative:
Device evaluated by manufacturer: a 1.50mm x 12mm emerge device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks and a break were noted 62.3cm distal to the distal end of the strain relief along the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The balloon was not subjected to positive pressure. The shaft polymer extrusion profile showed no kinks or damage, the tip profile exhibited no issues, and microscopic examination of the markerband revealed no evidence of damage. Inspection of the remainder of the device presented no other damage or irregularities.